Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, it was found to be in fair condition. It was noted that the filter was dirty. Occlussion tests were performed, and the device passed. The display was also observed during testing, and no discrpencies were noted. The over temp alarm had sounded, however the device was within tolerance. The device was found to be operating as intended. The reported complaint was not conirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the patient was burned after use of the equator® convective warming system. Additional information about the incident was requested but has not been received. With the information currently available, the event does not meet the definition of a reportable serious injury as: the event was not life- threatening; the event did not result in the permanent impairment of a body function or structure; and no intervention was required to preclude serious impairment of a body structure or function.